Manufacturer narrative:
Qn# (B)(4). The device history review for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha wi facility as part of a 50 pc. Lot in february of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned thus we are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the internal drive rod (n00185) fingers that actuate the jaws are damaged. It is suspected that the damaged drive rod fingers caused the jaws to become slightly loose and misaligned. Mishandling of this device at the end users facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found it difficult to load a clip to the applier during a pretest, as the jaws were misaligned. Some clips dropped from the applier. Therefore, another applier was used instead. The applier was purchased by the hospital in sept. 2020 and had been used less than 10 times.

Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found it difficult to load a clip to the applier during a pretest, as the jaws were misaligned. Some clips dropped from the applier. Therefore, another applier was used instead. The applier was purchased by the hospital in sept. 2020 and had been used less than 10 times.